Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) during drain one of four, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) explained the meaning of the alarm to the hp. The tsr assisted the hp with cycling the power in order to clear the alarm. The tsr advised the hp to start the therapy over using all new supplies. The tsr reviewed the proper procedure with the hp as per user manual. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. However, the sample was not available for evaluation. If additional relevant information becomes available, a follow up report will be submitted.